Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 521 mg/dl. A bolus was delivered to address bg level. Reportedly, the customer used the cartridge past labelling. Tandem technical support educated customer on proper insulin labeling.

Manufacturer narrative:
Device not returned.